Event description:
Lifescan received a hospital report that a surestep pro meter was giving 'remove strip' messages when used with a particular patient. The same ss meter did not show this message on any other patients. The hospital had the ss meters for 3 1/2 year without any problems. The patient involved in the event had a hematocrit of 33.8%. Blood used for testing has been reportedly taken from an arterial line and placed on the strip with a syringe. The same event of 'remove strip' message was also produced with 2 other ss meters at the hospital. The patient had a blood glucose of 5mg/dl at the time of event. No further information provided.